Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, high pacing thresholds, and loss of capture. The patient didn't experience asystole. Fluoroscopy was performed and the lead was dislodged. The physician attempted to reposition the lead, however, high pacing impedances and no capture were observed with the pacing system analyzer (psa). The rv lead was explanted and replaced. No additional adverse patient effects were reported.